Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Complaint conclusion: as reported on the smart study, a patient experienced in-stent restenosis occlusion of the left superficial femoral artery (sfa), dissection of the sfa, and a fem-pop bypass of the left that occluded. The patient underwent an endovascular procedure involving implantation of a 6 x 40 s.m.a.r.t. Flex vascular stent system 6f system and a 6 x 60 s.m.a.r.t. Flex vascular stent system 6f system, which were fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the left superficial femoral artery (sfa). The lesion was 100 mm long with a 99% stenosis, and mild calcification. There was pre-dilatation performed before stent placement with an unknown 5x150 balloon in which resulted in a dissection. It was determined as not related to the study stent or the index procedure. It was resolved with an unknown stent. The device was implanted under local anesthesia via a femoral ipsilateral approach. The devices were fully deployed and fully expanded without balloon dilatation. Post procedure, the lesion showed no residual stenosis. There were no adverse events reported. The patient was discharged 1 day later. At approximately 5 month post procedure, ultrasound imaging was completed, and there was in-stent restenosis of the left sfa, and it was resolved with surgical bypass. At approximately 5 month post procedure, there were no device deficiencies noted. At approximately 102 months post procedure, the bypass had an occlusion. At approximately 109 months post procedure, a CT scan was completed. There were no device deficiencies. The device will not be returned for analysis. Based on the available information, the smart flex vascular stents were successfully delivered, fully deployed, and fully expanded within the left superficial femoral artery, resulting in no residual stenosis at the completion of the index procedure. No device deficiencies, malfunctions, or procedural complications attributable to the study devices were identified. Approximately five months following implantation, the patient developed stent restenosis of the treated left sfa, which was managed with surgical bypass. Subsequent occlusion of the bypass graft occurred approximately 102 months post-procedure. Imaging performed at approximately 109 months post-procedure identified no device deficiencies. Given the absence of device-related issues and the known multifactorial nature of restenosis in patients with complex peripheral arterial disease, the in-stent restenosis is considered related to progression of the underlying vascular disease and patient-specific factors. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported on the smart study, a patient experienced in-stent restenosis occlusion of the left superficial femoral artery (sfa), dissection of the sfa, and a fem-pop bypass of the left that occluded. The patient underwent an endovascular procedure involving implantation of a 6 x 40 s.m.a.r.t. Flex vascular stent system 6f system and a 6 x 60 s.m.a.r.t. Flex vascular stent system 6f system, which were fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the left superficial femoral artery (sfa). The lesion was 100 mm long with a 99% stenosis, and mild calcification. There was pre-dilatation performed before stent placement with an unknown 5x150 balloon in which resulted in a dissection. It was determined as not related to the study stent or the index procedure. It was resolved with an unknown stent. The device was implanted under local anesthesia via a femoral ipsilateral approach. The devices were fully deployed and fully expanded without balloon dilatation. Post procedure, the lesion showed no residual stenosis. There were no adverse events reported. The patient was discharged 1 day later. At approximately 5 month post procedure, ultrasound imaging was completed, and there was in-stent restenosis of the left sfa, and it was resolved with surgical bypass. At approximately 5 month post procedure, there were no device deficiencies noted. At approximately 102 months post procedure, the bypass had an occlusion. At approximately 109 months post procedure, a CT scan was completed. There were no device deficiencies. The device will not be returned for analysis.